Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator alarmed, "ventilation stopped" and displayed a "inspiratory proportional solenoid (psol) stuck" message and diagnostic code. The device was available for evaluation. A review of the ventilator logs confirmed that ventilation stopped while in use. The service personnel (sp) inspected the ventilator and upon running the power on self test(post), the unit generated diagnostic codes related to the exhalation valve flow sensor (evq) and the universal serial bus (usb). Based on the codes, sp replaced the evq and usb kit. The unit passed all calibrations and tests, which cleared the reported inspiratory psol stuck diagnostic code, per manufacturer specifications at the time of service. With the available information, the cause of the reported loss of ventilation could not be determined. The cause of the other diagnostic codes generated was isolated to a potential fault in the evq and usb kit. The events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator alarmed, "ventilation stopped" and displayed a "inspiratory proportional solenoid (psol) stuck" message and diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.